Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. (B)(4).

Event description:
It was reported through the patient outcome that the patient passed away on (B)(6) 2022 due to multiorgan dysfunction syndrome (mods).

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported multiple organ dysfunction syndrome (mods) and patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event and product return status; however, no additional information was provided. Hmii lvas, serial number (B)(6) , was not returned for evaluation. The hmii lvas instructions for use (IFU) lists various types of organ failures and dysfunctions as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jan2014. No further information was provided. The manufacturer is closing the file on this event.